Event description:
It was reported that "the blade tip snapped when it was bent by surgeon during procedure."

Manufacturer narrative:
The actual device is being returned for investigation. I will file a supplement report when the investigation is completed.